Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under his rear therapy electrodes (tes). The skin irritation consisted of red skin lesions. The patient consulted his physician who treated the skin with an antisepticum. The current medical condition of the irritation is unknown.